Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pocket pain due to a considerable amount of weight loss. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.